Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 11.5-12.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing and rv conductor etfe coatings were abraded at these locations. This is consistent with the observation from the field of impedance anomaly.

Event description:
It was reported that during follow-up in clinic, increase in pacing lead impedance measurement was observed. Lead was explanted and replaced successfully. The explanted lead showed insulation damage. Patient's condition was good.